Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: load step malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of occlusion followed by loss of prime and attempted primes while occluded. During investigation, the pump did not recognize the cartridge and emitted the appropriate alarm. Complete testing was not possible due to the ¿no cartridge detected¿ alarm. The force sensor was noted to be out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly. Recall # (B)(4).